Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting due to time constraints and opted to load new cartridge.